Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and non-malignant pain. It was reported that the patient has moved from the patient¿s hip to her spine. The patient was drying her back on day and had noticed that the implant had moved and was almost at her spinal column. The patient is scared and cannot walk. She said that she is trying to make it until after (B)(6) of 2018. It is to the point where she is using a walker. The patient does not know if the device is pressing on the nerves. She normally uses a walker on and off but has been on a walker the entire week of the report. The patient indicated that she had not fallen or done any activity which may have contributed to the movement of the implantable neurostimulator. The patient was looking for a health care provider who can take the device out. There were no further complications reported.